Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been two other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary tka. It was reported that when the ampoule was opened by hand over the powder, glass shards got mixed into the cement. The dose was disposed. This happened with 2 more doses (same lot code) for a total of 3 doses. A fourth dose (also from the same lot) was opened and performed as intended. Surgery was completed successfully with no delay. Rep confirmed that no further information will be available.